Manufacturer narrative:
Age of time of event: 18 yrs or older.

Event description:
It was reported that shaft break occurred. The target lesions were located in the 70% stenosed left main artery and in the 90% stenosed left anterior descending artery respectively. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during withdrawal, the physician found the balloon delivery shaft was fractured over 15cm from the hub. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. The target lesions were located in the 70% stenosed left main artery and in the 90% stenosed left anterior descending artery respectively. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during withdrawal, the physician found the balloon delivery shaft was fractured over 15cm from the hub. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications reported and the patient status was stable.

Manufacturer narrative:
A2: age of time of event: 18yrs or older. Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 69.1cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.